Event description:
The surgeon took the impacted device with a blue charger. She closed the clamp on the small intestine, pushed the cursor to staple: the device stapled a few millimeters and then locked. She managed to open the clamp easily. They then opened a third device with a new batch number and it worked perfectly. This surgeon uses this forceps regularly. This has nothing to do with the pin that could get stuck. There were no consequences on the patient, the intervention took 15 minutes more.

Manufacturer narrative:
(B)(4) date sent: 12/31/2025 d4: batch # 307d22. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc80 was received with no reload channel shroud and a glcr80b reload loaded in the device. The reload had the proximal 10 double drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The swing tab in locked position with proximal drivers up is consistent with the reload being loaded when the firing knobs are forward or the knobs are advanced prior to the intended firing stroke. During the visual inspection, the shroud on reload channel half was noticed to be missing. Also, a crack in the internal tab of the anvil shroud was noted. The missing shroud and crack did not have a functional impact on the device and is unrelated to the reported event. No conclusion could be reached on what caused the channel shroud and the anvil shroud to be damaged. The reload was reset and the device was tested for functionality and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 307d22, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the shroud removed prior to the device being returned? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.